Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name: vectris surescan; product ID: 977a260 (serial: (B)(6)); product type: 0200-lead; implant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient mentioned they had a revision surgery on the 12th because their lead had migrated and they weren't getting the pain relief. Patient said the revision surgery was also for the implanted neurostimulator. When asked for event date, patient said they had the lead migrated once before and they had reprogramming, shortly after the first surgery, about a year and a half ago. Patient mentioned the migration of components was due to weight loss. Agent documented reported information.